Event description:
It was reported that during infusion, the cadd solis infusion pump did not administer the drug when programmed. There was no occlusion and the pump ran and said it delivered the volume but the IV bag was still full. This non-delivery of the medication may cause serious injury or death. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.